Event description:
It was reported that a vns patient was experiencing an increase in seizures. The site requested a battery life calculation which showed that the generator is not at end of service yet. It is unknown if the increase in seizures is above, below, or at prevns baseline levels. Good faith attempts to obtain additional information have been unsuccessful to date.